Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The diagnostic report listed the lifetime of pacing in the 80 % range when the patient had been paced 99% for the lifetime of the device. The patient would continue to be monitored.